Manufacturer narrative:
Unit passed displacement test and selftest. Hardware low level failures alarm (variable 3) was present in the pump trace download due to broken trace at u1 pin 6 (sda) on keypad assembly. Toggled on/off and increased/decreased volume with the audio feature functioning properly. No audio/vibrate/absence of alarm anomalies noted during testing. Software error detected was present in the pump trace download due to software error (esf2022281). Unit received with partially detached retainer. Tested with a test p-cap and the test p-cap locked in place properly. Unit received with cracked select button on keypad overlay, pillowing keypad overlay, scratched/peeling keypad overlay texture, scratched display window cover, faded/stained serial number label, peeling end cap address serial number label, cracked retainer and scratched case. (B)(4).

Event description:
Information received by medtronic indicated that the insulin pump received a pump error alarm during the self-test. The customer was able to clear the alarm and was able to complete the rewind. The self-test passed. The customer did hear beeps when audio volume settings were saved. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.